Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a magnetic resonance imaging (MRI) exam. Prior to the MRI, the implantable cardioverter defibrillator was interrogated and found the patient's heart rate was accelerated. The device was programmed into MRI mode, and exhibited an unspecified sensing issue that led to biventricular pacing. Programming changes were made to turn off pacing. After the MRI, the device was programmed to regular settings. The patient was in stable condition.